Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
A physician reported, a pt who came because of constant pain 3 months after insertion by another practice. Ultrasound showed, the micro-insert missing from one side and her other gyn kept telling her the pain would get better. The physician performed laparoscopy and did a bilateral salpingectomy and could not find the 2nd device. A flat plate and cross table lateral of the pelvis showed the location of the micro-insert. Physician found the device densely plastered to 2 loops of small bowel with a large amount of inflammation surrounding the area. The tube it came from appeared intact as if it came all the way thru the fimbriated end. Physician confirms necessity/observation to make an effort to find and remove the device.